Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider on (B)(6) 2017. The patient's weight was provided as (B)(6) pounds. No further information was provided regarding the catheter revision on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving infusion therapy for non-malignant pain and failed back surgery syndrome. It was unknown what the drug, dose, and concentration was being delivered at the time of the event. It was indicated the patient¿s catheter had been revised on (B)(6) 2011; 29.5 cm had been removed and 29.5 cm had been added. It was indicated the catheter tip was at t-10, and entered at l-3,4. No further information was provided.